Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation, loss of capture was observed on the patient's left ventricular lead. Imaging found the lead to be dislodged. The physician explanted the lead and replaced it, and the patient's condition was stable.